Event description:
It was reported that inflation could not be maintained on three (3) m5.5 sct, specialized single cannula low pressure cuffed tracheostomy tubes. The devices were inflation tested prior to insertion where no inflation problems were detected. The reported device usage ranged from twenty-four (24) hours to forty-eight (48) hours. There was one (1) pt involved with no reported pt compromise. The three (3) m5.5sct devices were discarded and as such will not be returned to the MFR for identification, analysis and investigation.